Event description:
A customer contacted baxter (B)(4) regarding a damaged minicap. The customer stated that the povidone iodine was in bad condition; the minicap was over flattened and not well sealed. There was no patient involvement, and no patient injury or medical intervention was indicated at the time of this report.

Manufacturer narrative:
(B)(4). This complaint for damage in a minicap was confirmed during the sample evaluation, and the root cause was determined to be use error. Based on sample evaluation of the 5 samples received by the client it was identified that the package presented a slit (they were torn). The samples do not present the characteristics associated with any problem associated with product manufacturing process. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.